Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative related to a (B)(6) male patient receiving 25mg/ml infumorph at 4.5mg/day via an infusion pump implanted for non-malignant pain. The patient's medical history included evidence of advanced baastrup disease/overgrowth of bony structures. It was reported that there had been previous catheters that had been sheared and remain in the intrathecal space. The hcp felt the patient's bony structure overgrowth may have something to do with the shearing of catheters. Follow up was being conducted to obtain further information including when the patient first started experiencing catheter shearing (dates), serial and lot numbers of devices involved with catheters shearing, symptoms experienced by the patient related to the catheter shearing, troubleshooting performed, actions/interventions taken, and whether the cause of the catheter shearing was determined. If additional information is received, a follow up report will be sent.